Event description:
On (B)(6) 2012, the pt was treated with a conformable gore tag thoracic endoprosthesis for a thoracic aortic endoprosthesis for a thoracic aortic aneurysm. On (B)(6) 2012, a pseudoaneurysm was identified at the superior end of the endovascular graft repair into the thoracoabdominal aorta. No interval increase in the size of pseudoaneurysm or extravasation was seen. On (B)(6) 2012, the pseudoaneurysm was treated with an add'l gore tag thoracic endoprosthesis. The pseudoaneurysm was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.